Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
Dealer called advised front left caster bearing is rusting and freezing up. Dealer advised where bearing sit on threading, threads wear and create a loose fit and loose caster